Manufacturer narrative:
A patient's system was explanted due to an infection was reported to abbott. The infection had resolved post-operatively. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's system was explanted due to an infection at an unknown site. The infection had resolved post-operatively.